Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on unknown date with blood glucose level was unknown. Customer had dementia, not sure what happened but blood glucose was not going down always going over 500 mg/dl. The customer went in the hospital and was given insulin drip. Customer was declined to troubleshooting. It was unknown that the customer did used to auto mode feature at the time of event. The insulin pump will not be returned for analysis.